Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump kept saying it needed to be re-primed. The reporter also indicated that the patient's sugars had been going up. The following day ((B)(6) 2011), animas made a follow-up contact with the reporter. The reporter indicated that on (B)(6) 2011, the patient's blood glucose (bg) level in the morning was "179 mg/dl." At 10:00 am, the patient's bg was at 139 mg/dl. Before lunch, the patient's bg was at "303 mg/dl" and before dinner time, the patient's bg was reportedly at "466 mg/dl". Two hours later, the reporter claimed that the patient had developed large ketones with a bg of "518 mg/dl." The reporter spoke to a doctor who instructed her to treat the patient with a correction via syringe. Another two hours later, the patient's bg level reportedly dropped to "416 mg/dl" and his site, set, and cartridge were changed. At that time, the reporter claimed that the cannula looked straight. By 8:00 am, the patient's bg level was at "290 mg/dl." At 10:00 am, the patient bg's was at "308 mg/dl" with large ketones. When the site was removed, the reporter noticed that the cannula was bent. The patient was complaining of nausea. The reporter was informed of the potential causes of loss of prime and trouble shooting of the issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed an elevated bg level and large ketones. The reporter also indicated that the patient had been getting loss of primes. At this time, it is unknown if the pump and/or possible use-error contributed to the patient's injury. The alleged loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. It is unknown what actions the patient took in response to the loss of prime issue and before the patient developed the elevated bg levels. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings:the black box data started on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available black box data showed one loss of prime related to a cartridge change; no unexplained loss of prime warnings were found in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence and was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.